Event description:
Patient was already in the hospital following surgery when he developed symptoms of acute stroke on (B)(6) 2009. He was transferred to (B)(6) with an nihss of 19 and taken for mechanical intervention. The penumbra 32 was navigated to the right m1, however the initial aspiration was not successful and the physician switched to the penumbra 41. This was able to recanalize the superior, but not the inferior trunk of the mca. (B)(6) days after the procedure, (B)(6) 2009, the patient suffered a small hemorrhage reported with "uncertain" relationship to the penumbra device and angiographic procedure. This event was reported as "not serious" in the electronic database (edc), mild in severity, and resolved prior to patient discharge. On (B)(6) 2009, the patient also experienced serious edema, reported with "uncertain" relationship to the penumbra device and angiographic procedure. The event resolved april 4, 2009 and was reported as being severe. On (B)(6) 2009, the patient experience increased hemorrhage at the right temporoparietal region with "uncertain" to the penumbra device and angiographic procedure. This was considered mild and resolved without becoming a serious adverse event. 90 days post procedure the patient resides in a nursing home with an mrs of 5. The coordinator initially reported these events in the edc on (B)(6) 2012 and was unable to clarify these relationships. Following one month of constant follow up, she confirmed on (B)(6) 2012, that the relationship remained "uncertain" and provided additional imaging information.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated event associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during a review of stroke cases for a penumbra post-market retrospective study ((B)(4)). The information regarding this event is limited by the procedural reports provided by the hospital. Devices not retained.